Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples or photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, the most possible root cause would be human error since the counting process at the supplier is 100% manual counting. Manual counting is a repetitive operation which can produce fatigue for operators/inspectors leading to an inaccuracy. As continuous improvement activities, the supplier has updated their weighting process by adding an auto weighting machine to prevent human error since november, 2015. This lot was made prior to the action implementation. This complaint will be used for trending purpose.

Manufacturer narrative:
An investigation is currently under way.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports there is 1 extra 6822 lap sponge within the banded stack.